Event description:
It was reported that this device was received by post market quality assurance without a known reason for explant. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt in our post market quality assurance laboratory. Visual inspection revealed no abnormalities. In the laboratory, the device could not be interrogated; however, it was confirmed that the device had evidence of a failure in the supplied battery component. Detailed analysis found evidence of failure consistent with the supplied battery component.